Event description:
Device 3 of 3. Reference MFR. Reports: 1627487-2013-06354 and 1627487-2013-06355. It was reported the pt is experiencing pain at her ipg site when she sits down. She also experiences heating while charging and has to take breaks during charging. The pt also stated she was not receiving effective stimulation therapy in her foot. Additionally, she is having blurred vision and headaches. The pt has turned off the stimulation and has decided to have her scs system removed. Surgical intervention may be pending. On (B)(6) 2012, st. Jude medical, neuromodulation division, sent field action letters to patients related to heating while charging and raised awareness of this issue to patients. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.